Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pylorus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that the balloon was leaking and would not hold pressure. Reportedly, the device was removed from the patient for inspection, and it was noted that the balloon had a pinhole. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable issue of balloon pinhole. Block h10: investigation result a visual examination of the returned complaint device found that the balloon and the catheter did not show any visual defects and looked normal. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located the distal section of the balloon material. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as difficult patient anatomy, the technique used by the physician during the procedure, the interaction between the scope and the balloon, and/or the manner as the device was handled and manipulated. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pylorus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was leaking and would not hold pressure. Reportedly, the device was removed from the patient for inspection, and it was noted that the balloon had a pinhole. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.